Event description:
Caller states that the pin for the front riggings on the right is missing.

Manufacturer narrative:
Should additional information become available a supplemental record will be filed.